Event description:
It was reported that the patient underwent a fusion at l3-4, l4-5, l5-s1 by mixing [rhbmp-2/acs] with allograft and implanting the mixture into the patient's spine without using the required lt cage. Subsequently, the patient was diagnosed with "injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living."

Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4): neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2007: the patient presented with stenosis and discogenic back pain, and disc bulge l3-4, l4-5, and l5-s1. Central decompression and foraminal decompression with re-exploration with recurrent herniation with a history of prior central decompression. The patient underwent the following procedures: complete laminectomy at l3-4 for purposes of decompressing the severe stenosis. Foraminotomy at l4-5 and l5-s1 for the purpose of decompressing the nerve root and for the purpose of removing the disc bilge. Application of an inter-body cage at l3-4, l4-5, and l5-s1. Anterior inter-body fusion at l3-4, l4-5, and l5-s1. Posterolateral fusion from l3 to s1. Posterolateral fusion from l3-4, l4-5, and l5-s1. Intra-operative emg monitoring. Coastal spine for screw placement. Allograft for posterolateral gutter fusion with local bone graft, rhbmp-2 for inter-body fusion with local bone gr aft. As per-op notes, ¿local bone graft that was obtained from the local bone itself was packed in the l3-4 inter-space. A piece of rhbmp-2 was placed over the l4-5 area and then some more bone was placed over that and then the cage was placed. The cage was packed with rhbmp-2. Disc material was removed from l5-s1 and size 12 cage was placed in this area. It should be noted that the cage at l4-5 and l5-s1 area suffered a small cracking when being placed.¿ the patient was in a stable condition after the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.